Event description:
It was reported that the pump reset unexpectedly resulting in the customer experiencing an elevated blood glucose level displayed as "high"; although specific value was not provided. Customer administered a correction injection to address bg. Customer resumed insulin delivery successfully.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.